Event description:
It was reported that approx two years post filter implant, the pt presented to the ER with fever and chills. Reportedly, a CT scan showed the ivc filter migrated to the tricuspid valve. The filter was removed in an open sternotomy procedure. The pt tolerated the procedure well and was reported to be doing well. The filter was implanted prophylactically due to trauma, which included fractures in the femur and pelvis.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The product has been returned; the evaluation is currently underway.